Event description:
The pt had two leads (from the same lot). It was reported the pt is no longer receiving adequate coverage due to scarring. A review of the MFR's device record database revealed both leads were explanted and replaced with a single lead (different model).

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.